Event description:
Customer reported experiencing inaccurate high results with a data dock meter. The blood glucose result on the meter was 421 mg/dl and the lab result was 293 mg/dl. Tests were done within 30 minutes with a difference of 61%. They did not experience any adverse events. Customer reported experiencing inaccurate high results with a data dock meter. The blood glucose result on the meter was 384 mg/dl and the lab result was 297 mg/dl. Tests were done within 30 minutes with a difference of 45%. They did not experience any adverse events.